Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Based on the verbatim, the mixed product was reported to have a different tip configuration where the collar was not present. The only potential evidence provided was the photo labeled "10450". Taking the syringe in the photo into account, the printed scale on the barrel does not match any product that was manufactured during the time of the reported batch 0153258. Therefore, the mixed product defect could not be confirmed. Since no samples displaying the reported condition were received a potential root cause could not be defined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that four syringes from material# 303127 were found in the batch of 75 bd plastic non-sterile luer-lok¿ tip syringes. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "during our production we found a mix of syringes in product 301027, lot 0153258. We found (B)(4) syringes of material 303127 in our production."